Manufacturer narrative:
Investigation summary: customer returned nine (9) 32g x 4mm bd pen needles from lot 8227655. Consumer reported the following: after his injection yesterday, he felt dizzy; stated his numbers were high because he did not get his insulin; the insulin did not flow when injecting; when he removed the pen needle, the non-patient end was missing. All nine returned samples were examined, and it was observed that eight were sealed (unused), and one was opened/used. The used pen needle had a broken non-patient end (npe) cannula however, no evidence of manufacturing defects were observed. The eight samples that were returned unused had no apparent issues. These eight samples were then tested for flow using a test pen injector: all eight pen needles were able to expel properly. As no manufacturing defects were observed, the probable cause of the broken npe cannula on the used sample is user error when attaching the pen needle to a pen injector. The broken npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needles were clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula). Bd was not able to duplicate or confirm the customer¿s indicated failure (clog) root cause description the possible root cause for this issue (broken npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320883, batch no: 8227655. It was reported that during use of the bd pen ndl 32g 4mm the non patient end of the pen needle was missing preventing the delivery of insulin. After the user checked the pen needle on three other needles he was able to find on with the needle attached allowing him to receive the insulin. The following information was provided by the initial reporter: consumer reported, after his injection yesterday, he felt dizzy. Stated his numbers were high because he did not get his insulin. The insulin did not flow when injecting. When he removed the pen needle, the non patient end was missing. He found two more pen needles, missing non patient end prior to injection. When he pulled out a 4th pen needle, he was able to take his injection successfully. Stated it happened again today, non patient end was missing prior to injection. (Could not use) he checks the non patient end now before attempting to attach to insulin pen stated, he's better now and did not see a doctor.